Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set leakage at quick release. Infusion set was in use for 4 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.